Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump was damaged. The customer's current blood glucose level was 199 mg/dl at the time of the incident. The customer reported the insulin pump had a crack and the reservoir compartments clear plastic o ring has broken. The customer was advised the insulin pump will be replaced. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The pump was received with reservoir tube lip partially broken, missing retainer, missing reservoir tube o-ring, scratched case, cracked select button keypad overlay, pillowing keypad overlay, and minor scratched lcd window. A test reservoir was installed and did not lock in place due to missing retainer. Unable to perform the displacement test due to missing retainer.